Event description:
Pt partially pulled out their foley catheter so the balloon was lodged in the urethra. Balloon would not deflate. Mineral oil instilled into balloon to deteriorate the latex & cause the balloon to break & deflate. Catheter removed. Continuous bladder ingestions x 2 days.